Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they were not able to get any green lights on the telemetry portion on the remote monitor during a manual transmission and the patient was referred to their clinic to rule out any potential concerns with the implantable pulse generator (ipg). No further information was available. The monitor and device remain in use. No patient complications have been reported as a result of this event.